Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. One kink was observed on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. We were unable to duplicate the reported problem. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that intra-aortic balloon (iab) was successfully inserted in patient. During intra-aortic balloon (iab) therapy, a "check iab catheter" alarm was generated. The iab was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that intra-aortic balloon (iab) was successfully inserted in patient. During intra-aortic balloon (iab) therapy, a "check iab catheter" alarm was generated. The iab was replaced to continue therapy. There was no reported injury to the patient.